Event description:
Patient reports right side rupture and capsular contracture, baker grade IV, calcification of benign appearance, inflammatory infiltration of periprotic breast tissue, and obvious folds. The device was explanted.

Manufacturer narrative:
Continued h.6. Health effect - impact code : f2203 - imaging. Additional, changed, and/or corrected data.

Event description:
Healthcare professional later reported right side calcification, "inflammatory infiltration of periprotic breast tissue," and folds.

Manufacturer narrative:
A review of the further investigation has been initiated. If any new, changed, or corrected information is noted, a supplemental medwatch will be submitted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is rupture and capsular contracture, baker grade IV. These are known potential adverse events addressed in the product labeling.

Event description:
Patient reports rupture and capsular contracture, baker grade IV, of an unspecified side. The device remains implanted.